Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery alarm test. The device was programmed with several boluses and multiple basal rates and monitored. All boluses and basal rates were delivered properly their indicated amounts and were verified in the daily total screen. The device had a cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported experiencing low episodes recently. The blood glucose reading was 127mg/dl. The caller stated that the insulin pump delivered a bolus of 7.6 units without programming two weeks ago. Troubleshooting was performed, and the displacement test passed. Reviewed the bolus history and found that the easy bolus was off. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.